Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during a cassette change, a cassette read unable to pump on two different pumps. It was reported that the cassette was switched to a different cassette and was able to continue infusion. There were no side effects. There was no patient injury. The patient was able to switch to a different cassette. The infusion is life sustaining. The event was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Model number, catalog number, lot number, and UDI number). No information has been provided to date.

Event description:
Additional information was received by the manufacturer on (B)(6) 2022 via email and attached to the complaint object: the date of the event was (B)(6) 2022 as per the original description. The reported event did occur during use with a patient. Patient identifier information has been received and updated. No relevant test or laboratory information is known. No relevant patient history or pre-existing conditions is known. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
A2: age at time of event, date of birth: updated with additional information received. A3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.